Manufacturer narrative:
Medical device expiration date is unknown. Medical device lot # is unknown. Device manufacture date is unknown (no lot number). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had poor gel separation.